Event description:
A hosp pharmacist reported that a pt with intraocular lens implant experienced endophthalmitis after a cataract extraction procedure. Additional info has been requested.

Manufacturer narrative:
Review of the complaint history showed that this is the first complaint for this contract in a period of three yrs. Device history record (DHR) review did not show any abnormalities. Also, no remarks related to this issue were made during mfg process the custom pack. No complaint sample was received for further investigation. The sterilization cycle was checked for this specific custom pack lot and no abnormalities were reported. The custom pack was released according to the specifications. Based on the performed investigation, no direct root cause for this issue could be found within the custom pack mfg and the sterilization process. (B)(4).